Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room in (B)(6) 2026 due to hyperglycemia with symptoms of feeling unwell and vomiting. No blood glucose readings were reported. Leading up to the incident, the patient received a pod hazard alarm and notifications stating "you've activated from a bad lot", plus messages to remove/not use certain pods. The involved pod began to emit a loud, continuous beeping noise that wouldn't stop. This caused the patient to ¿forcibly¿ remove the pod, which caused their leg to bleed and led to the emergency room visit. Duration of pod usage was not provided. The patient was treated with insulin, an antiemetic, and electrolytes. The patient was released from the emergency room ¿hours¿ later. The pod was removed and discarded since the patient did not want to expose their children to used pods. Reportedly, the patient had been experiencing multiple omnipod failures that began in (B)(6) 2026 with the pods failing after 1 day of usage. Although the patient had received notifications to not use certain pods from a particular lot, they continued using them since these pods were all that they had available.